Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced a skin reaction with redness, inflammation and pustules underneath sensor pod area only. The patient's parent consulted with the patient's doctor and an oral antibiotic (clindamycin) was prescribed to the patient. At the time of the report, the patient's skin reaction slightly improved. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).